Event description:
It was reported that the right ventricular (rv) lead is undersensing. Therefore the patient is being sent to implanting electro physiologist (ep) for follow up prior to action being taken. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).